Event description:
It was reported that the ilet bionic pancreas stopped dosing when the paired dexcom g7 failed to connect, with the ilet displaying a pairing failed message and prompting to connect cgm or enter bg; the user entered a fingerstick bg of 244 mg/dl while the system awaited reconnection, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and g7, characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.